Event description:
It was reported that after 63 hours of intra-aortic balloon (iab) therapy, blood particles were seen inside the iab. Customer complained that while removing itself while pulling balloon it didn¿t come easily, after sometimes they tried to remove little hard so balloon came out. That time they observed balloon was damaged. It was also noted that blood had entered the pump. The iab was then removed, though, this issue caused difficulty with removal. There was no patient harm or adverse event reported. Related to mfg report number - 2248146-2023-00645.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no blood found in the safety disk or machine. The fse checked the unit using a demonstration balloon, and trainer, and unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after 63 hours of intra-aortic balloon (iab) therapy, blood particles were seen inside the iab. It was also noted that blood had entered the pump. The iab was then removed, though, this issue caused difficulty with removal. There was no patient harm or adverse event reported. Related to mfg report number - 2248146-2023-00645.